Event description:
Customer reports an error 3 message on her freestyle flash meter. Due to error message, she was unable to test. Customer was at the home of a friend who was a registered nurse, she lost consciousness and collapsed, but did not seek third party medical intervention and drank orange juice to counteract the medical event. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested for investigation. A follow up report will be filed once investigation results are available.